Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscope hysterectomy, the device needle was broken while tying of the vaginal cuff and fell into the patient's cavity. No information stated if or how the needle retrieved. No patient injury noted.